Event description:
A report was received that the patient is experiencing a burning and tingling sensation at the pocket site during charging. The physician will revise the pocket site and replace the ipg, physician preference.

Event description:
A report was received that the patient is experiencing a burning and tingling sensation at the pocket site during charging. The physician will revise the pocket site and replace the ipg, physician preference.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and is reportedly doing well. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.